Event description:
The device was returned to the svc ctr with a report from the customer contact that the device would not turn on with ac or dc power. This does not indicate a reportable malfunction. However, during verification testing at the svc ctr, corrosion from leakage from the disposable batteries was noted in the battery compartment and on the positive battery contact.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.